Event description:
Customer reported intermittent scrambled images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the camera connector. System operates as intended.